Manufacturer narrative:
(B)(4). The complaint could not be confirmed in the lab. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A root cause could not be determined. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The hc device was not returned to baxter, therefore, no evaluation or batch review could be performed. A follow-up report will be filed should any significant supplemental information become available.

Event description:
A customer contacted baxter to report that it was difficult to connect the patient with catheter. When tightening the transfer set, it made a clicking noise as if threaded. There was patient involvement, however, no patient injury or medical intervention was reported.